Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not functioning. Analysis of system log file showed errors related to fd controller. Upon troubleshooting, fse found that the issue was due to slow detector cooling unit flow. To resolve the issue, fse replaced the fd cooling hoses repair set and after that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy is not functioning. The device was in clinical use at the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.